Manufacturer narrative:
(B)(4). Associated products : item#:cp113616; vngd ti fem cr 62.5mm rt; lot#:394780, item#:189042; vngd ant stblzd brg 12x67; lot#:748640, item#:184764; series a pat std 31 3 peg; lot#:999850. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it is still implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00406, 0001825034-2020-00408, 0001825034-2020-00409.

Event description:
It was reported that a study patient underwent a manipulation under anesthesia, as they were experiencing pain, stiffness, and limited range of motion, approximately 1 month after their initial right total knee replacement. The patient's status was improved and was very satisfied at the 3 month check-up.

Event description:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.